Manufacturer narrative:
Concomitant medical products: reltack4xdpt reliatack device 4 deeppurc (lot# n7e0235ux), reltack10r reliatack articulating reload (lot# n6j0429ux), reload reltack5rdpt reliatack 5deeppurc (lot# n6g0065ux). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced significant adhesions to mesh, pain and bowel obstruction. Post-operative patient treatment included partial small bowel resection and removal surgery. The patient has ongoing medical issues including the need for future medical treatment.